Event description:
It is reported that the patient was revised due to tibial component loosening.

Manufacturer narrative:
Evaluation summary: while a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction action for. Zimmer correction # (B)(4) was issued to enhance the labeling for the nexgen mis stemmed tibial component. The implantation date is prior to the correction. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.